Event description:
It was reported that less than a minute into the use of a 2.5mm dome 30 degree arthrowand during a knee arthroscopy procedure the surgeon smelled burning from the wand. It was reported that the smell was of plastic and being emitted from the connection of the want to the cable. The procedure was completed with the use of an additional wand, no other complications were reported as a result of this event.